Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. The trailing haptic got stuck in the cartridge as the surgeon was advancing the lens. There was no pt contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found optic is torn at the haptic junction. Loop haptic is bent. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).